Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient called to report left side capsular contracture baker grade iii. Patient also reported "joint, and muscle pain, muscle weakness, fibromyalgia, inflammation, brittle teeth to the point of breaking off, rashes all over, hair loss, dry eyes, dry skin, sores, a lot of pain all over, burning, stinging. Shoulder pain with movement a lot more on right, neck pain, constantly tired, feeling weighted down, and head aches all the time"; these events are not device related. Device remains implanted.